Event description:
It was reported that patient developed an epidural hematoma post implant procedure and experienced paralysis of the lower extremities. It was unknown what caused the hematoma. The patient underwent explant procedure and was still experiencing the same symptoms post operatively. The explanted devices were not released by the facility. Additional information was received that the physician believed the epidural hematoma was the cause of the paralysis. Nothing happened during the implant procedure that may have contributed to the patients symptoms.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(4), batch: 207235.

Event description:
It was reported that patient developed an epidural hematoma post implant procedure and experienced paralysis of the lower extremities. It was unknown what caused the hematoma. The patient underwent explant procedure and was still experiencing the same symptoms post operatively. The explanted devices were not released by the facility.